Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when an upgrade was started with this subcutaneous implantable cardioverter defibrillator (s-ICD) the connection was lost and it was not possible to establish telemetry. A reboot was suggested by boston scientific technical services (ts). Upon a reboot the upgrade was completed successfully. No adverse patient effects were reported. The device remains implanted.